Event description:
It was reported that a stent assisted coiling procedure was planned for a patient to treat an aneurysm in the ophthalmic region of the ica (internal carotid artery). Patient's left posterior communicating artery was far more complex than the mra (magnetic resonance angiogram) suggested, being a trilobed broad neck and aneurysm with associated thalami perforators. Using over the wire methodology, double flush technique, road mapping, hockey-stick catheter, terumo wire, the catheter was placed in the left internal carotid artery and ap (anterior-posterior) and lateral views, oblique views and magnification views were obtained. The previously performed angiogram was used as guidance. Subject stent was deployed without any issue with the three proximal and the three distal radio opaque stent markers spread/fanned out and their opposition to the vessel wall was confirmed under fluoroscopy after deployment. Initially the physician was able to cross the subject stent and both the non-stryker guidewire and non-stryker microcatheter were inside the aneurysm, however the non-stryker microcatheter kept falling off the non-stryker guidewire and out of the aneurysm for some reason. Upon retraction of both the non-stryker guidewire and non-stryker microcatheter, the non-stryker guidewire then got stuck on the subject stent upon backtracking out the aneurysm. Based on information received it was unclear whether the non-stryker guidewire became attached to the coil making advancement or retraction impossible without moving the stent or the non-stryker guidewire became attached to the bottom of the stent. Based on additional information received it was confirmed that coiling never happened during the initial procedure and the non-stryker guidewire became attached to the bottom of the subject stent, making it difficult to retrieve the non-stryker guidewire without damaging the subject stent or patient's vascular anatomy. Therefore, the physician decided to leave the non-stryker guidewire inside the patient's body to endothelialize, where one end was attached to the subject stent and the distal free end was in the right femoral artery. The non-stryker guidewire was trimmed at the femoral access point. The non-stryker microcatheter was retrieved out of the patient¿s body and replaced with a short sheath. Slack wire in the aortic arch was confirmed. Due to this issue a surgical delay of 120 mins was noted and post procedure the patient received heparinization for 24 hrs. The procedure was not completed on the same day and the patient is rescheduled for aneurysmal coiling procedure details of which are unknown. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer as the subject device was implanted inside the patient's vasculature.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was unable to be confirmed and it cannot be confirmed that the device met specification, as the device was not returned for analysis. It was reported that the subject stent was placed across the aneurysm without difficulty. During subsequent passage of a non-stryker micro guidewire across the subject stent for and advancement of a non-stryker microcatheter for deployment of a coil in the aneurysm, the non- stryker microcatheter kept falling back off the non-stryker guidewire & out of the aneurysm and the guidewire wire then became attached to the bottom off the subject stent during the attempt to remove the non-stryker microcatheter and non-stryker guidewire. Addition information received indicated that the it was unclear to the md that the subject stent was opened all the way, a non-stryker guidewire by cerenovous was used to cross the subject stent, the non-stryker guidewire is attached to the subject stent and is still in the body down the length of the femoral artery where it was trimmed by the exit wound and left to endotheialize. Continuous flush was maintained for the duration of the procedure, the device was confirmed to be in good condition prior to use, a non-stryker microcatheter was used with inner diameter 0.015". The patients anatomy was very tortuous, they were not able cross the subject stent with the microcatheter. Th guidewire was reported to have been shaped. As per the neuroform atlas dfu, 'required accessories are, standard interventional devices, including rotating hemostatic valves = 4.5f, a guide catheter, guidewire(s), and stryker neurovascular microcatheters specifically excelsior sl-10 (0.0165 in/0.42 mm ID) or excelsior xt-17 (0.017 in/0.43 mm ID).' 'A self-expanding, open-cell, nitinol stent with three radiopaque marker bands on each end (proximal and distal) and four interconnects between the central stent segments, designed to provide support of the coil mass within the aneurysm and minimize stent deflection. 'If stent delivery microcatheter positioning is satisfactory, carefully retract the stent delivery microcatheter in a continuous movement while maintaining the position of the stent delivery wire. This will allow the stent to deploy across the neck of aneurysm. The stent¿s distal radiopaque markers will expand as the stent exits the stent delivery microcatheter.'the subject stent was advanced through the non-stryker microcatheter having an inner diameter of 0.015", which is smaller that the recommended ID as per the product dfu. The physician expressed that the non-stryker guidewire may have been too soft of a profile for this case, which is also a probable contributory factor to the reported event. As there was no allegation of failure or malfunction of the subject stent during advancement of the subject stent or during deployment of the subject stent, it is probable that the subsequent attempt to perform coil embolization, using the non-stryker guidewire and the non-stryker microcatheter, caused the guidewire to become entangled in the previously deployed subject stent, resulting in the guidewire being left within the patient to endotheialize. An assignable cause of caused by other will be assigned to the reported "device interaction with another device" and "patient complications", as the investigation indicates another product and subsequent procedure caused the issue event. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that a stent assisted coiling procedure was planned for a patient to treat an aneurysm in the ophthalmic region of the ica (internal carotid artery). Patient's left posterior communicating artery was far more complex than the mra (magnetic resonance angiogram) suggested, being a trilobed broad neck and aneurysm with associated thalami perforators. Using over the wire methodology, double flush technique, road mapping, hockey-stick catheter, terumo wire, the catheter was placed in the left internal carotid artery and ap (anterior-posterior) and lateral views, oblique views and magnification views were obtained. The previously performed angiogram was used as guidance. Subject stent was deployed without any issue with the three proximal and the three distal radio opaque stent markers spread/fanned out and their opposition to the vessel wall was confirmed under fluoroscopy after deployment. Initially the physician was able to cross the subject stent and both the non-stryker guidewire and non-stryker microcatheter were inside the aneurysm, however the non-stryker microcatheter kept falling off the non-stryker guidewire and out of the aneurysm for some reason. Upon retraction of both the non-stryker guidewire and non-stryker microcatheter, the non-stryker guidewire then got stuck on the subject stent upon backtracking out the aneurysm. Based on information received it was unclear whether the non-stryker guidewire became attached to the coil making advancement or retraction impossible without moving the stent or the non-stryker guidewire became attached to the bottom of the stent. Based on additional information received it was confirmed that coiling never happened during the initial procedure and the non-stryker guidewire became attached to the bottom of the subject stent, making it difficult to retrieve the non-stryker guidewire without damaging the subject stent or patient's vascular anatomy. Therefore, the physician decided to leave the non-stryker guidewire inside the patient's body to endothelialize, where one end was attached to the subject stent and the distal free end was in the right femoral artery. The non-stryker guidewire was trimmed at the femoral access point. The non-stryker microcatheter was retrieved out of the patient¿s body and replaced with a short sheath. Slack wire in the aortic arch was confirmed. Due to this issue a surgical delay of 120 mins was noted and post procedure the patient received heparinization for 24 hrs. The procedure was not completed on the same day and the patient is rescheduled for aneurysmal coiling procedure details of which are unknown. No clinical consequences were reported to the patient due to this event.